Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a stent "collapse" occurred. Ten months post the placement of a 2.75x12mm taxus express2 drug eluting, the patient presented with chest pains. The taxus stent was found "collapsed." The physician placed another stent (manufacturer unknown). No additional patient complications were reported. Patient status reported as "good/great."